Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l1 lead had fractured due to a car accident the patient was in. As a result, the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that effective therapy was established post-operatively.